Manufacturer narrative:
Insulin pump passed the displacement test and self test. All buttons functioning properly. No stuck button alarm noted during testing. Device passed self test and displacement test. Unit received with the audio alert functioning properly. Hardware low level failures confirmed in the pump history due to broken pin 6 trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received hardware low level failures. The customer¿s blood glucose level was 77 mg/dl. The customer stated that keypad was unresponsive. The customer states that self test was performed and it did not passed.  Troubleshooting was performed. The insulin pump will not be returned for analysis.